Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the threaded port of catheter to be leaking during use on the patient. Involved 1 pc."

Manufacturer narrative:
(B)(4). The customer returned one 20ga arterial catheter and a non-arrow 2.5ml syringe for analysis. Signs of use in the form of biological material were observed inside the catheter hub. Functional testing revealed that fluid exits back through the hub end of the catheter, which is not intended. Further visual and microscopic examination revealed that the proximal opening of the hub appears to be crimped along the inner circumference. This crimping corresponds to the location of the leak. The catheter body length 2 19/32", which is within the specification limits of 2.565"-2.605" per the catheter product drawing. The catheter body outer diameter measured 0.0465", which is within the specification limits of 0.045"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter measured 0.035", which is within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. The returned syringe was filled with water and attached to the hub of the returned catheter. The plunger was flushed, and water was observed leaking back through the proximal opening of the luer hub, which is not the intended function. It was noted that water still exited the distal tip of the catheter extrusion. Performed per IFU statement , "maintain catheter patency according to institutional policies , procedures and practice guidelines". The manufacturing facility was contacted as part of this complaint investigation. They confirmed that this damage likely was created during the molding or the tipping process during manufacturing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "exposure of arterial circulation to atmospheric pressure may result in entry of air into circulation". The report of a leaking arterial catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the hub of the catheter contained a notch on the inner surface, which resulted in fluid to leak from the proximal opening. Based on the customer report, the sample received, and the comments from manufacturing, this defect likely occurred during the manufacturing process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the doctor found the threaded port of catheter to be leaking during use on the patient. Involved 1 pc."